Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-530b-(B)(4): the fiber exhibits minimal signs of usage; the glass cap exhibits mild devitrification; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector appears in good condition; the fiber passed the connector test; no failure found. Probable root cause: based on the device analysis, the product complaint "fires out of end of fiber and forward" could not be confirmed; there is no failure found with the returned product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the bph procedure was started, with xps console turned on and in ready mode, the aiming beam was present however the laser failed to fire at the 70 degree side firing position when the foot pedal was depressed. At 1000 joules; 2 minutes of lasing time the energy was observed being transmitted through the end of the fiber and forward. The fiber was exchanged and the same issue occurred; no additional information as reported. The procedure was completed utilizing a third fiber. Patient outcome: "no known issue". No injury reported. This report is for the second fiber.